Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an echocardiogram at discharge measured a mean gradient of 13 millimeters of mercury (mm hg). Approximately 1 year and 1 month following the valve implant valve dysfunction was reported as an echocardiogram identified a mean gradient of 20 mmhg. Thirteen days later an echocardiogram measured a mean gradient of 25 mmhg. Treatment was not reported. No adverse patient effects were reported. Additional information received indicated that the valve was implanted at 1 millimeter (mm) of the non-coronary sinus (ncs) and 6mm of the left coronary sinus (lcs). Additional information received indicated that there were no patient factors that contributed to the elevated gradient. There was no evidence of leaflet thickening nor thrombus on the bioprosthetic valve via transthoracic echocardiogram (tte). The cause of the elevated gradient was not determined.